Event description:
A hospital in (B)(6) reported that an rt380 adult breathing circuit failed a leak test on a puritan bennet 840 ventilator. They further reported that a leak was found in the expiratory limb of the breathing circuit. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt380 adult dual-heated evaqua2 breathing circuit is not sold in the USA, but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt380 adult breathing circuit was returned to fisher & paykel healthcare (fph) in (B)(4) for evaluation. The returned circuit was pressure tested and was subsequently immersed in a water bath to identify the source of the reported leak. Results: the pressure test revealed that the returned breathing circuit was out of specification. A water bath test highlighted the leak through small holes in the expiratory limb of the breathing circuit. A lot check was not performed as no lot number was provided. Conclusion: we were unable to determine the cause of the observed damage in the returned breathing circuit. All rt380 breathing circuits are pressure tested for leaks before leaving the production line and those that fail are rejected. This suggests that the complaint breathing circuit was damaged post-production. The user instructions supplied with the rt380 adult dual-heated evaqua2 breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage."